Event description:
Treating peroneal, went over the horn, on the second insertion as the device was being removed, the physician noted that the catheter separated at the nosecone tip. The physician was able to retrieve the tip without further complications. No patient implications.

Manufacturer narrative:
Retroactive audit of complaint files determined filing.